Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: helene beaussart, bertrand decaudin, jean-pierre resibois, pascal odou, and raymond azar (2011). Tunneled hemodialysis catheters complications: a retrospective and monocentric comparative study of two devices. Journal of nephrology and therapeutics, 8(2): 101-105. Doi: 10.1016/j.nephro.2011.07.412. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "journal of nephrology and therapeutics" titled "tunneled hemodialysis catheters complications: a retrospective and monocentric comparative study of two devices", that sometime post a tunneled dialysis catheter placement, the patients allegedly developed thrombotic complications. The current status of the patients is unknown.

Event description:
It was reported in an article in the "journal of nephrology and therapeutics" titled "tunneled hemodialysis catheters complications: a retrospective and monocentric comparative study of two devices", that sometime post a tunneled dialysis catheter placement, the patients allegedly developed thrombotic complications. The current status of the patients was unknown.

Manufacturer narrative:
H10: helene beaussart, bertrand decaudin, jean-pierre resibois, pascal odou, and raymond azar (2011). Tunneled hemodialysis catheters complications: a retrospective and monocentric comparative study of two devices. Journal of nephrology and therapeutics, 8(2): 101-105. Doi: 10.1016/j.nephro.2011.07.412. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis issues as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.